Event description:
Customer reported a heparin over infusion; a nurse hung a new bag of heparin and the entire bag infused over 1.5 hours, which infused faster than intended. Customer suspects a possible user programming error and requested an event log review. The pt required extra ptt blood draws due to the over infusion. Although requested no add'l pt or event details were provided.

Manufacturer narrative:
(B)(4). The event log has been rec'd, but although requested, the data set has not been provided we are still waiting on the data set has not been provided by the customer.